Event description:
The issue was found after a procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. The device was evaluated by olympus. The evaluation found that the allegation of the peeled, uncoated cable was confirmed. An additional non-reportable issue of a damaged cable was also identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that an image was not displayed due to a faulty cable and a faulty charged-coupled device. The event can be prevented by following the instructions for use which state: "·never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
During the evaluation, the coating on the camera cable was peeling. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The camera head was returned to an olympus service center for evaluation with a report that the coating on the camera cable was peeling. There was no patient harm reported due to the event. During inspection and testing, it was found that no image was projected from the camera head due to an imaging component failure. This report is being submitted for the malfunction found during the device evaluation.